Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). Approximately 5 years after insertion, essure coils were removed. These events are anticipated in the reference safety information for essure. Abdominal pain and change in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal was required). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. On (B)(6) 2009, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("menstrual pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with oxycodone and surgery (surgical removal of essure coils and ovaries on (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, back pain, dysmenorrhoea, depression, fatigue, weight fluctuation, dyspareunia and migraine to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). Approximately 5 years after insertion, essure coils were removed. These events are anticipated in the reference safety information for essure. Abdominal pain and change in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal was required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: in my uterus"), back pain ("back pain"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / massive blood clots during menstrual cycle/ prolonged menstrual cycles of more than 30"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), weight fluctuation ("weight fluctuation") and tooth disorder ("dental problems"). The patient was treated with oxycodone, surgery (total hysterectomy and oophorectomy) surgery (surgical removal of essure coils and ovaries on (B)(6) 2014) and surgery (underwent ablation). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, device expulsion, back pain, dysmenorrhoea, depression, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, nervous system disorder, tooth disorder, weight increased and alopecia outcome was unknown and the abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Essure confirmation test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: events: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), malposition of essure device location of device: in my uterus, bladder problems or changes, urinary problems or changes, headaches, nausea, neurological conditions or problems, dental problems, perforation (fallopian tube(s)), perforation (uterus), weight gain, hair loss", reporter, lot number, concomitant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. No history of migraines. Concurrent conditions included obesity, stress urinary incontinence, degenerative disc disease (lumbar degenerative disc), dysfunctional uterine bleeding, ovarian cyst, pain in hip, depression, nabothian cyst and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: in my uterus"), back pain ("back pain"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / massive blood clots during menstrual cycle/ prolonged menstrual cycles of more than 30"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), weight fluctuation ("weight fluctuation") and tooth disorder ("dental problems"). The patient was treated with oxycodone, surgery (total hysterectomy and oophorectomy), surgery (total hysterectomy and oophorectomy), surgery (surgical removal of essure coils and ovaries on (B)(6) 2014) and surgery (underwent ablation). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, device expulsion, dysmenorrhoea, depression, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, nervous system disorder, tooth disorder, weight increased and alopecia outcome was unknown, the abdominal pain and menorrhagia had resolved and the back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Essure confirmation test- total bilateral occlusion. Transabdominal, the endometrial stripe is estimated at 4 mm. The right and left ovaries are estimated to measure 4.3 x 4.2 cm. With cystic areas in each ovary. The uterus is estimated to measure at least 10.7 cm. There is no myometrial abnormality. There are thin echogenic structures ext from each cornu to the level of the fundal endometrium. There is some debris in the more dependent of the two cysts. The scout film shows essure tubes in place. The single film of the hysterosalpingogram showed contrast in the uterus without any apparent contrast in the fallopian tubes or contrast spilled in the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, headache, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: updating quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. No history of migraines. Concurrent conditions included obesity, stress urinary incontinence, degenerative disc disease (lumbar degenerative disc), dysfunctional uterine bleeding, ovarian cyst, pain in hip, depression, nabothian cyst and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("malposition of essure device location of device: in my uterus"), back pain ("back pain"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / massive blood clots during menstrual cycle/ prolonged menstrual cycles of more than 30"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), weight fluctuation ("weight fluctuation") and tooth disorder ("dental problems"). The patient was treated with oxycodone and surgery (total hysterectomy and oophorectomy, surgical removal of essure coils and ovaries on (B)(6) 2014 and underwent ablation). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, device expulsion, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, nervous system disorder, tooth disorder, weight increased and alopecia outcome was unknown, the abdominal pain and menorrhagia had resolved, the back pain had not resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure confirmation test- total bilateral occlusion. Transabdominal, the endometrial stripe is estimated at 4 mm. The right and left ovaries are estimated to measure 4.3 x 4.2 cm. With cystic areas in each ovary. The uterus is estimated to measure at least 10.7 cm. There is no myometrial abnormality. There are thin echogenic structures ext from each cornu to the level of the fundal endometrium. There is some debris in the more dependent of the two cysts. The scout film shows essure tubes in place. The single film of the hysterosalpingogram showed contrast in the uterus without any apparent contrast in the fallopian tubes or contrast spilled in the peritoneal cavity concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, headache, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received-event onset date was updated. Lab data was added. Previously reported event "pain during intercourse" outcome updated to "recovering / resolving". A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. No history of migraines. Concurrent conditions included obesity, stress urinary incontinence, degenerative disc disease (lumbar degenerative disc), dysfunctional uterine bleeding, ovarian cyst, pain in hip, depression, nabothian cyst and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("malposition of essure device location of device: in my uterus"), back pain ("back pain"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / massive blood clots during menstrual cycle/ prolonged menstrual cycles of more than 30"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), weight fluctuation ("weight fluctuation") and tooth disorder ("dental problems"). The patient was treated with oxycodone and surgery (total hysterectomy and oophorectomy, surgical removal of essure coils and ovaries on (B)(6) 2014 and underwent ablation). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, device expulsion, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, nervous system disorder, tooth disorder, weight increased and alopecia outcome was unknown, the abdominal pain and menorrhagia had resolved, the back pain had not resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 320 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure confirmation test- total bilateral occlusion. Transabdominal, the endometrial stripe is estimated at 4 mm. The right and left ovaries are estimated to measure 4.3 x 4.2 cm. With cystic areas in each ovary. The uterus is estimated to measure at least 10.7 cm. There is no myometrial abnormality. There are thin echogenic structures ext from each cornu to the level of the fundal endometrium. There is some debris in the more dependent of the two cysts. The scout film shows essure tubes in place. The single film of the hysterosalpingogram showed contrast in the uterus without any apparent contrast in the fallopian tubes or contrast spilled in the peritoneal cavity concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, headache, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. No history of migraines. Concurrent conditions included obesity, stress urinary incontinence, degenerative disc disease (lumbar degenerative disc), dysfunctional uterine bleeding, ovarian cyst, pain in hip, depression, nabothian cyst and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / massive blood clots during menstrual cycle/ prolonged menstrual cycles of more than 30"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("malposition of essure device location of device: in my uterus"), back pain ("back pain"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), weight fluctuation ("weight fluctuation") and tooth disorder ("dental problems"). The patient was treated with oxycodone and surgery (total hysterectomy and oophorectomy, surgical removal of essure coils and ovaries on(B)(6) 2014 and underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, nervous system disorder, tooth disorder, weight increased and alopecia outcome was unknown, the abdominal pain, genital haemorrhage and menorrhagia had resolved, the back pain had not resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 320 lbs. Discrepancy noted in essure removal date (B)(6) 2009 and (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure confirmation test- total bilateral occlusion. Transabdominal, the endometrial stripe is estimated at 4 mm. The right and left ovaries are estimated to measure 4.3 x 4.2 cm. With cystic areas in each ovary. The uterus is estimated to measure at least 10.7 cm. There is no myometrial abnormality. There are thin echogenic structures ext from each cornu to the level of the fundal endometrium. There is some debris in the more dependent of the two cysts. The scout film shows essure tubes in place. The single film of the hysterosalpingogram showed contrast in the uterus without any apparent contrast in the fallopian tubes or contrast spilled in the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, headache, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6) 2020: plaintiff fact sheet was received. Outcome of the event "heavy bleeding" was updated to recovered / resolved from unknown. Essure removal date were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer, and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('heavy bleeding'). In a 41-year-old female patient who had essure (batch no. 628048), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous, chronic back pain, nausea, vomiting, chest pain, gastritis, abdominal pain, pelvic pain female, mammogram abnormal, breast mass, gerd, arthritis, pancreatic serous cystadenoma, cellulitis, wound infection, urinary tract infection, mixed incontinence, pelvic adhesions, leg pain, lung pain, gravida ii and parity 2. No history of migraines. Essure confirmation test: total bilateral occlusion. Transabdominal, the endometrial stripe is estimated at 4 mm. The right and left ovaries are estimated to measure 4.3 x 4.2 cm, with cystic areas in each ovary. The uterus is estimated to measure at least 10.7 cm. There is no myometrial abnormality. There are thin echogenic structures ext from each cornu to the level of the fundal endometrium. There is some debris in the more dependent of the two cysts. The scout film shows essure tubes in place. The single film of the hysterosalpingogram showed contrast in the uterus, without any apparent contrast in the fallopian tubes or contrast spilled in the peritoneal cavity. Previously administered products, included for an unreported indication: nitrofurantoin, percocet, norco, ibuprofen, oxycodone, gentamycin, lindamycin, colace. And concurrent conditions included: obesity, stress urinary incontinence, degenerative disc disease (lumbar degenerative disc), dysfunctional uterine bleeding, ovarian cyst, pain in hip, depression, nabothian cyst, anxiety, shortness of breath and general body pain. Concomitant products included: alprazolam (xanax), celecoxib (celexa), hydrocodone and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/massive blood clots, during menstrual cycle/prolonged menstrual cycles of more than (B)(6)"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("malposition of essure device location of device: in my uterus"), back pain ("back pain"), dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems") and alopecia ("hair loss"). And was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), (B)(6) months (B)(6) days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), weight fluctuation ("weight fluctuation") and tooth disorder ("dental problems"). The patient was treated with oxycodone and surgery (total hysterectomy and oophorectomy, total hysterectomy, and oophorectomy/salpingectomy, surgical removal of essure coils and ovaries on (B)(6) 2014 and underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, nervous system disorder, tooth disorder, weight increased and alopecia outcome was unknown. The abdominal pain, genital haemorrhage and heavy menstrual bleeding had resolved. The back pain had not resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, nervous system disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Discrepancy noted, in essure removal date: (B)(6) 2009 and (B)(6) 2014. Coils: right tube: 8 coils, left tube: 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2009, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, headache, genital haemorrhage, device expulsion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022, mr received: reporter information, patient medical history, rcc added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.